Manufacturer narrative:
Investigation results: the complaint of an incomplete IV catheter was confirmed; however, the root cause could not be determined. One 18g insyte autoguard IV catheter was received with evidence of use. A short segment of catheter tubing extended from the nose of the catheter adapter. The remainder of the catheter tubing was not returned for investigation. Due to the evidence of use, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. The device was likely placed while the catheter was intact. The tubing may have been damaged from the needle during the insertion process; however, the observable features on the returned sample did not contain enough information to identify a specific root cause of the reported event. No other similar complaints were reported from this lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte ag bc global wing catheter broke. The following information was provided by the initial reporter: when the catheter was removed, the base was removed but the intravenous tubing remained in the patient's arm. Drainage ineffective. CT scan and x-ray found nothing. The patient left against medical advice, so no information is available about the patient's future.